Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Functional testing evaluation noted that the device works as required. No problem found. Visual evaluation noted that the plastic tip of the device was cracked. The most likely cause of this condition is the excessive force used to pry and leverage the device.

Event description:
On 04/07/2023, it was reported by a sales representative via sems that an ar-8850 endoscopic carpal tunnel release instruments knife was jetting in and out. This occurred during a case, with no patient effect reported. No additional information was provided.